Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one of the ceiling plates on the tip of the vessel sealer extend started to separate. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument started to become loose while inside the patient. The vse was immediately removed. The fragment was still attached to the vse after removal. There was no fragment fall into the patient. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a broken grip at the grip midpoint of grip on the distal end. A piece approximately 0.588" x 0.139 was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.